Manufacturer narrative:
There is no additional information at this time. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that pacing impedance measurements of this device and right ventricular (rv) lead fluctuated between greater than 2,000 ohms and 400 ohms. No noise or oversensing was observed. There were no adverse patient effects reported.